Event description:
It was reported that about six months after implant, the implantable neurostimulator (ins) quit charging. The patient would always recharge the ins when it had a quarter battery and never let it go dead. The patient didn¿t like going through procedures so did not explant it immediately, but the patients pain began getting worse because, the ins would move around, so the healthcare provider (hcp) explanted. The patient was currently almost crying form the pain, with the ins no longer in the body, and would be having a fusion on (B)(6). The patient was referred to a university and would be seen on (B)(6) 2015. Information has been requested regarding the patient outcome which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 355531, lot# n293481, implanted: 2011 (B)(6); product type screening device product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).